Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 :reference MFR. Report# 1627487-2018-07686. It was reported the patient experienced pain. As a result surgical intervention may occur later to address the issue. It was unknown which device was related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-07686 . Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.